Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 10 mg/ml morphine at an minimum rate daily dose via an implantable infusion pump for non-malignant pain. It was reported that a motor stall occurred on (B)(6) 2017 at 17:12 and recovered on (B)(6) 2017 at 20:50. No symptoms were reported and no further complications were expected or anticipated.